Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 12/21/2021, it was reported by a distributor via email that an ar-1588rt tightrope were cut for not going up when isolating them. This was discovered during a procedure on (B)(6) 2021. After receiving additional information on 12/22/2021, distributor has confirmed that this occurred during an anterior cruciate ligament procedure. The tightrope failed when inserter through the tunnel and surgeon hoisted the sutures, they got cut and dissembled. All broken suture were removed from inside the patient and case completed with another ar-1588rt tightrope without further issues.